Event description:
Pt complained of crooked left femur and pain with walking. Pt was taken to surgery where nail was seen to have fractured through the proximal of the distal screw holes. Hardware was removed and a cast was applied.